Event description:
Customer claims to have had ear pierced with inverness ear piercing system in a retail store on 8/9/97. She sought medical treatment and was admitted to the hosp on 8/23/97 with an infection at the ear piercing site. She was treated with IV-antibiotics and released on 8/27/97.